Event description:
It was reported that the device did not work during surgery and the electronic control and motor coil are damaged. There was a delay of 45 minutes in the procedure. The procedure was completed successfully. No medical intervention and adverse consequences are reported with this event.

Manufacturer narrative:
The event was duplicated by the technician through functional evaluation, disassembly and visual inspection. The device would not run properly and had a loss of power. The e box and motor was determined in need of replacement. The affected components, e box and motor were replaced. The driver was returned to the account.

Manufacturer narrative:
The reported event of device having electronic control and motor coil being damaged causing delay could not be confirmed as the device was not returned to the manufacturer.

Event description:
It was reported that the device did not work during surgery and the electronic control and motor coil are damaged. There was a delay of 45 minutes in the procedure. The procedure was completed successfully. No medical intervention and adverse consequences are reported with this event.